Manufacturer narrative:
B3 date of event - two months post procedure in (B)(6) 2023. D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # all were updated with the device information. Implanting facility: (B)(6) medical ctr. Implanting physician: dr. (B)(6).

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient was noted to have a pericardial effusion. Xray imaging confirmed that the patient had fluid around their heart and lungs. The patient was admitted to the hospital for three (3) months before recovering from this event. No other complications were reported to have occurred.

Manufacturer narrative:
B3 date of event: two months post procedure in july 2023. D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient was noted to have a pericardial effusion. Xray imaging confirmed that the patient had fluid around their heart and lungs. The patient was admitted to the hospital for three (3) months before recovering from this event. No other complications were reported to have occurred.

Manufacturer narrative:
B3 date of event - two months post procedure in (B)(6) 2023. D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # all were updated with the device information. Implanting facility: (B)(6) university medical ctr. Implanting physician: dr. (B)(6).

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient was noted to have a pericardial effusion. Xray imaging confirmed that the patient had fluid around their heart and lungs. The patient was admitted to the hospital for three (3) months before recovering from this event. No other complications were reported to have occurred.